Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Upon further testing, the receiver became stuck on the reload screen. The receiver could not be run on the functional tester due to the unit being stuck on the reload screen. An internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. Due to the receiver becoming stuck on the reload screen, the customer complaint could not be confirmed. A probable cause could not be determined.